Event description:
According to the literature, a retrospective study evaluating anastomotic techniques in patients undergoing esophagectomy for esopha geal cancer was completed between 2017 and 2024. Techniques used for the cervical esophagogastric anastomosis included staple only anastomosis (non-oversewing group) and staple plus oversew anastomosis (oversewing group). The study evaluated outcomes of 803 cases, all of which used a 45mm Tri-Staple load for the posterior wall anastomotic construction and two 60mm linear stapler loads for the anterior wall of the anastomosis. A competitor suture was used in the oversewing group. Complications in both groups included anastomotic leakage and anastomotic stricture. Interventions included, radiographic or CT (Computed Tomography) imaging, reoperation, Intensive Care Unit (ICU) admission, and hospital readmission. Mortality was also reported in five cases with cause not described. Additional procedural related complications listed included pneumonia, vocal cord paralysis, arrhythmia, wound infection, and chylothorax. Clinical Impact of Staple-Line Oversewing in Totally Mechanical Collard Cervical Anastomosis for Esophageal Cancer. Cancers, Volume 18, Article 1513, 2026.

Manufacturer narrative:
Ishiyama, K., Nozaki, R., Kakuta, R., Igaue, S., Akimoto, E., Utsunomiya, D., Kurita, D., Seto, Y., and Daiko, H. Clinical Impact of Staple-Line Oversewing in Totally Mechanical Collard Cervical Anastomosis for Esophageal Cancer. Cancers, Volume 18, Article 1513, 2026. D10 Concomitant Product: UNEGIATRI, UNKNOWN EGIA TRI STAPLE, (Lot # UNKNOWN). Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.